Event description:
Pt revised to correct insert that was implanted earlier same day.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the mfg lot. The initial reporting stated the product was not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the root cause of the reported instability; however, provided info indicates the size device inserted at primary surgery did not achieve the desired results. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.